Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring the c3 deployment system. It was reported that the device was 2cm longer than desired but the physician hope the device length would accommodate the pt's anatomy. Due to the length of the device, the pt's hypogastric artery was unintentionally covered. The physician was able to move the device proximally using a coda balloon to uncover the artery. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use, it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device.